Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the manufacturing representative (rep) contacted the patient last week and she was getting more than 50% relief. The patient was going to contact the rep for any future needs.

Event description:
It was reported that, at the patient¿s post-surgery follow up appointment, it was revealed that there was a slight right lead migration with 3 to 4 contacts higher than originally implanted at. Patient symptoms included less than 50% therapy relief at the location of the lead component. Diagnostics and troubleshooting included impedance testing and x-rays (results not reported). The patient stated that they had some abdominal stimulation with stimulation mostly in their legs rather than in the back since the beginning. On (B)(6) 2015, reprogramming was attempted which was able to get some stimulation to the back using conventional and a ¿hd¿ program and seemed to relieve the pain in their back by the end of the session. It was noted that most of the reprogramming attempts resulted in stimulation in the abdominal area and mostly in the legs except for the current programs. If the reprogramming ended up not successful, the physician planned to move the leads back down to their original location. Subsequent information received 9 days later reported that the patient had pain in their lower back area since implant of the device. Follow up information reported that the patient had an appointment on (B)(6) 2015. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.